Manufacturer narrative:
The device passed the self test and the displacement test. Programmed the device with the current time and date and monitored for 16 days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump gaining time at the rate of about 7 minute. The customer¿s blood glucose was unknown at the time of incident. Customer states the gain was greater then 1 minute per week. Customer states gain was not greater than 4 minutes per month. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.